Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was initially reported on the incorrect manufacturing site. This event has been reported on the correct manufacturing site under medwatch: 0001822565-2021-01259. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One mini tray, taper adaptor and bearing were returned for evaluation. Visual inspection identified damages in the form of scratches and scuffings on the devices. The damages were likely caused during removal. The dimensional analysis of tray were conforming to specifications during manufacturing. The dimensional analysis of the bearing cannot be performed due to the nature of the damages. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cr prolong 36mm brng +3 cat: 110031419 lot: 64343816. Comp rvrs shldr glnsp std 36mm cat: 115310 lot: 162810. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision due to the poly disassociating from the tray.